Event description:
The customer reported that her blood glucose results were high "practically all day," with the highest reading at 265 mg/dl. She stated that when she removed the pod and examined the infusion site, she did not think that the cannula ever inserted into her skin. She said there was no leaking of insulin. She also said that she gave herself a 7 unit manual injection of insulin before dinner to bring her blood glucose level down.

Manufacturer narrative:
The returned device was evaluated, and the product performed as designed during testing. No defect that would caused the cannula not to insert properly or the pump failing to deliver insulin was found. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about 2 hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It also warns, "because insulin pods use only rapid-acting insulin, users are at increase risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."